Manufacturer narrative:
Investigation results: the visual inspection revealed that the seal subassembly was in the loader but outside the delivery tube. The plunger had not been activated. The delivery device was misaligned inside the loader. The evidence suggests that upon the failed attempt to load, the delivery device was inserted back into the loader device prior to shipment. Based upon these findings, the complaint that the seal failed to load is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal deployed inside the cartridge. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. On 05/12/2009, maquet sale rep visited the hospital and received additional failure clarification. The heartstring seal failed to load and the seal stayed inside the loader when the delivery tube was pulled from the loader.